Event description:
Device 2 of 4. Reference MFR report: 3006705815-2017-00624; reference MFR report: 3006705815-2017-00629; reference MFR report: 3006705815-2017-00630. It was reported that the patient's leads were damaged during an unrelated surgery on (B)(6) 2017. As a result, the physician explanted and replaced, the damaged leads. Patient has effective therapy post op.